Manufacturer narrative:
The device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: during investigation, the keypad was intact and all keys responded appropriately. The keypad cover was removed to find no contamination under the button contacts. No button contact defects were observed. The pump cover was removed to find no evidence of internal moisture. The keypad latch was found to be fully closed. No damage to the keypad flex was observed. The allegation of under responsive keypad buttons was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.